Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing pain after falling and it was assessed that the device had migrated. The patient underwent an explant procedure to remove the device. The explanted device was retained by the facility and will not be returned. The patient continues to experience pain and will have a different procedure at a later time.